Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant was discarded at the hospital.

Event description:
It was reported to globus that a patient was complaining of ongoing pain. The dr. Decided to remove the previously implanted si-lok, and try a different procedure using fibula struts. The si-lok implants were seated properly and not loose or broken.